Manufacturer narrative:
Device #2:investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00102, 00104.

Manufacturer narrative:
Conclusion: no device failure. Visually examined. Complaint reviewed. Device history record reviewed. Package insert reviewed. (B)(4) evidence that product in specification when used. (B)(4) undetermined.

Manufacturer narrative:
Summary noted that package insert was reviewed; however, it wasn't and the notation had to be removed.

Event description:
Allegedly removed during the revision of another component.